Event description:
A customer observed imprecise vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. It is unknown if patient samples were tested during the interval that the imprecise quality control results were obtained as this information was not provided by the customer when requested. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that imprecise phyt quality control results were obtained from the vitros 5,1 fs chemistry system. The investigation was unable to determine a definitive root cause and the investigation is ongoing. Both the analyzer and the reagent could not be ruled out as contributing factors. The root cause of this event is unknown.